Event description:
It was reporetd that shaft break occurred. A 4.00mm x 12mm nc emerge was advanced for dilation. However, a shaft break occurred. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 4.00mm x 12mm was returned for analysis. A visual and tactile examination of the shaft identified a break 43cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination of the balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 4.00mm x 12mm nc emerge was advanced for dilation. However, a shaft break occurred. The device was removed, and the procedure was completed with a different device. No patient complications were reported.